Manufacturer narrative:
Unit passed displacement, and self tests; it failed sleep current measurement and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the both current measurement remained high. The high current measurements appears to be due to a problem with pcba1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery was not lasting 3 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.